Event description:
It was reported that during surgery, the surgeon used the modular tap and the tip of modular tap broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap remains in the vertebral canal.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: manufacturing files were reviewed and no anomalies were found. The visual inspection implicates the tap likely fractured by torsional overload. Conclusion: the probable root cause of the tip fracture is likely due to not using the awl for hole preparation.

Event description:
It was reported that during surgery, the surgeon used the modular tap and the tip of modular tap broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap remains in the vertebral canal.